Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue item. A technical support specialist remoted into the cabinet and found that all drawers were populating correctly. When checking the patient profile, only one item was displayed in the cubex application, and the nurse informed me that lorazepam had already been added to the medication profile. Upon checking myqlink, verified that lorazepam 1 mg was not available in the cabinet inventory, and only the 0.5 mg strength was stocked. The nurse stated that pharmacy had informed them that lorazepam 0.5 mg could be issued from the cabinet using a provided code. After reviewing the nurses employee profile, confirmed customer only had general access. Since the item is classified as a high-alert medication and customer needed to contact the pharmacy to obtain employee override access. The customer acknowledged the information. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to issue. User informed that they unable to input the code provided by pharmacy for the item they wished to issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.